Event description:
It was reported that during an un-specified procedure, the 2.5 x 40 mm armada balloon catheter was advanced without issue and attempted to be inflated, but the balloon would not inflate. A new balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to a leak at the y connector was able to be confirmed through device analysis. It is likely due to a failure of the bond, allowing fluid to leak out the y connector. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related leaks was noted by the manufacture. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been implemented and the performance of these devices will continue to be monitored.